Event description:
It was reported that during a da vinci hysterectomy procedure, during the vaginal cuff process, the precise bipolar forceps instrument proximal clevis broke and pieces fell into the patient. The surgical staff attempted to remove the instrument, but had difficulty removing the instrument from the cannula. As a result, the surgical staff had to remove the instrument, cannula and sterile adapter concurrently. The fragmented components were found and removed from the patient's anatomy. The procedure was completed with another instrument of the same type and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument is broken at the proximal clevis to main tube interface, and as a result, the clevis is dislodged from the main tube. Both proximal clevis and main tube are missing pieces. A .175" x .240" piece of the clevis was returned with the instrument, however, the clevis is still missing another section of a slightly smaller size. One of the fracture surfaces of the broken clevis piece is located halfway between the ears, suggesting the instrument was overloaded with the wrist pitched. One of the grip cables had derailed at the distal idlers and one conductor wire is broken at the yaw pulley exit, likely after breakage of proximal clevis. The main tube has various cosmetic scratches (no material removed) perpendicular to the tube axis that cover the entire tube length. No other damage found. Per the case notes, the broken instrument component was successfully retrieved from the patient.